Event description:
The customer reported that the system would no fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.